Event description:
It was reported that an empty cartridge alarm occurred with multiple cartridges while the cartridge was not empty. A supply change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.